Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The starclose se device was used in an area of calcified plaque. The starclose se instructions for use states: do not deploy the clip in areas of calcified plaque. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using a starclose se device with a 6f sheath after a diagnostic peripheral angiogram procedure. Reportedly, there was no issue prior to firing the starclose se clip. When the clip was fired, it stuck on the sheath. The two safety release mechanisms were used to successfully remove the starclose se device. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.